Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. During the procedure, the black portion of the distal wire guide tip detached into the duodenum. It is unknown if the detached portion was retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because, the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use direct the user to flush the wire guide with 30cc of sterile water prior to removing the wire guide from the holder. The user is also instructed to flush the endoscope accessory channel and/or lumen of the accessory device with sterile water. The instructions for use advise the user to keep the wire guide wet for best results. If the wire guide was not adequately flushed, this could have contributed to the reported observation. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire guide coating separation and detachment. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual verification of wire guide coating. Corrective actions: no corrective action is warranted at this time, because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.